Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up arrow and down arrow button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling up from the pump. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow and down arrow key contacts. (B)(6).